Event description:
The customer stated he was hospitalized for low blood glucose. The blood glucose reading was not reported. Troubleshooting revealed that the insulin pump programming was correct. Under the daily totals screen, it was noted that the customer had delivered an additional twenty units of insulin on the same day that he was hospitalized. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.